Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: it was reported that 3 syringes faulty packaging. Description/event details: when did the incident occur? Before use. Good morning, I have defective stock of the following product: 50ml bd plastipak luer-lok syringes, bn/lot: 2408053, exp: 07.2029. 3 syringes were found to be heavily contaminated with heavy discolouration and faulty packaging.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Upon inspection, some packaging is noted to be stained with grease and paper trimming stained with grease are observed inside the packaging, verifying the reported incident. A device history review was performed for the reported lot 2408053, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All products were inspected and no paper trimmings other material was observed within any of the device packages. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. During the primary packaging process, film and paper are guided along a chain in the packaging machine which can have grease on them. While we cannot identify a direct issue, the paper trimming likely was trapped within the chain and dislodged into the package as seen in the sample provided, the chains staining the paper with grease. A detection system has been installed on the chains to identify any trapped paper. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.